Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 140 and 200 mg/dl. Tests were done within 10 minutes with a difference of 31%. Patient's codes does not match meter to test strips. Patient did not experience any adverse events. No further information has been reported.